Manufacturer narrative:
Event summary: upon visual inspection results showed the balloon catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for twenty-two injections. The catheter failed the deflection test as the deflection to the back of the lever was not working. Dissection revealed a pull wire broken at the pulley inside the handle. In conclusion, the reported pull wire broken issue has been confirmed through testing. Balloon catheter failed the inspection due to a pull wire broken inside the handle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer was torn. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.